Event description:
It was reported that during a ptca/stenting treatment procedure, the shaft of the nc viva balloon broke and approximately 23 cm remained inside the right coronary artery. The physician secured the balloon against the vessel wall with six bare metal stents. During a follow-up computerized tomogram and transesophageal echocardiogram three days later the physician found that the piece of catheter had migrated into the aorta. The pt will require cardiac surgery to remove the retained portion. Additional info has been requested regarding this event. Pt status is reported as 'fine'.

Event description:
It was further reported that the lesion being treated was a bifurcation lesion. Initially, the physician delivered a stent to one side branch and successfully deployed it. During this intervention, the other side branch was closed. The physician delivered a new stent to this side branch and attempted to deploy it, but was unsuccessful. The physician used a maverick 1.5 mm balloon, then the nc viva balloon to completely deploy the stent. It was at this time that the nc viva balloon broke. The pt was sent for emergent CABG surgery involving a single vessel bypass on the rca as the fractured portion of the device could not be removed. The pt's current status is "well."